Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that he had 5 cartridges from lot number b201524 that have all leaked while filling the cartridges from the luer lock connection. He stated that the cartridge compartment is dry. The patient reported that his current bg was 246 mg/dl, and that he has experienced bg excursions without symptoms. He reported that he has had a severe cold and is not sure how much of the bg excursions are due to the cold versus the cartridge leaks. The patient stated that there does not appear to be visible damage to the cartridges.